Manufacturer narrative:
Product complaint #: (B)(4). Batch # r92j28. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: were any staples visible during the firing sequence (one or more staple lines appear to have staples)? Some staples visible. Did any staples deployed at all? Unknown if all staples deployed. If the device cut tissue, but did not staple the tissue how was the transected tissue addressed? If any staples were observed did the appear malformed? Staples appeared non formed. Were any unusual noises heard from the device during the firing sequence? No unusual noises heard. Was any unusual resistance felt during the firing sequence of the device? If yes, please explain. No unusual resistance felt during firing. You responded to: patient status/ outcome / consequences? Yes. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Patient had no negative consequences. Patient did fine post op.

Event description:
It was reported that the doctor was doing a sleeve. Second to last firing (green load) was fired. Knife deployed and cut but no staples formed.

Manufacturer narrative:
(B)(4). Batch # r57j97. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with an gst60g cartridge not loaded in the device. Additionally, the reload was received with the right side inner rows partially fired 1/3, outer row fully fired and the left side was partially fired 1/3. Upon evaluation of the reload, the one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.